Event description:
It was reported that outside of surgery, the unit was skipping on the skin. There was no patient involvement. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the device was not cutting properly; the reciprocating arm, bearings, eccentric shaft, retaining ring, motor, and swivel were corroded, the swivel was loose, the motor and poppet assembly were stuck, and a screw was broken off in the machined head. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.